Event description:
It was reported that the user experienced repeated continuous glucose sensor failures while using a freestyle libre 3 plus with the ilet, resulting in sensor error messages, loss of glucose readings, and cessation of automated dosing; the user was guided to activate a new sensor successfully and was provided contact information for replacement sensors. Symptoms included loss of glucose data needed for automated insulin delivery. Outcomes included interruption of automated therapy and the need for troubleshooting and sensor replacement. Investigation included user support troubleshooting and education, and verification of successful sensor activation with the replacement sensor. Investigation of this case revealed repeated sensor communication or performance errors consistent with a sensor data issue affecting closed-loop operation, with the ilet ceasing dosing as designed when valid glucose data were unavailable. It was concluded, based on previously established findings for similar reports, that the cause was sensor performance or signal reliability issue external to the pump, with the ilet functioning as designed to stop dosing in the absence of valid sensor input.